Manufacturer narrative:
Concomitant medical product: d314drg, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that the t wave was bigger than the r wave, which was low. Different configurations were tried, with the same results. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.